Event description:
Against physician orders the patient went swimming in a lake post generator change on (B)(6) 2024. There was a previous report and explant and reimplant. This is another explant from the same infection issue. Dr (B)(6) said he explanted the device about three weeks ago, but didn't know the exact date. He said he gave the explanted device to mom and is not available for return. The plan is to move the site to the other side of the body and reimplant the device in (B)(6). No date yet. Patient did not follow providers orders and ended up with infection so device was explanted. No action to be taken; patient will be re-implanted once infection clears.